Event description:
The customer reported that the system displayed a generator error message and stopped exposing. This error message will cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator battery was replaced. The system was then found to be operating as intended.